Event description:
It was reported to covidien that a customer had an issue with an scd pump. The customer reports there is an error code ec7. The unit was sent to a covidien service center. On (B)(6) 2013, during triage, a service tech found the unit had a burnt power cord.

Manufacturer narrative:
Submit date: 02/14/2013. An investigation is currently underway. Upon completion, the results will be forwarded.